Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead had high pacing impedance and high capture thresholds. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.